Event description:
Device was found in safe mode upon interrogation. Rep was unable to maintain telemetry with device during interrogation. No statistics or holters were available. Explant was recommended. Hospital is retaining the device. If this status should change, this report will be updated.